Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h2, h3, h6, and h11 complaint conclusion: as reported, the balloon of a 5f mynx control vascular closure device (vcd) burst during prep. Therefore, the product wasn¿t available, and manual compression was performed for twenty minutes and patient recovered. There was no reported patient injury. The device was prepped and used in accordance with the instructions for use (IFU). The mynx vcd was used in a transfemoral cerebral angiogram (tfca). There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. There was no damage to the packaging of the device. A non-sterile mynx control vascular closure device 5f was returned for investigation following a reported complaint. Visual inspection shows that button 1 and button 2 were not depressed. The stopcock was open with a syringe, plug in, and no catheter sheath introducer (csi) was returned inserted to the device. The sealant was present in manufacturing position. No other anomalies were observed. The balloon was tested for an inflation / deflation functional analysis, using a cordis lab sample syringe. During this analysis no issues related to the reported event were observed, as the balloon was inflated and deflated without any issue. The balloon surface was observed using a high magnification technique to evaluate the surface conditions. During this analysis no damaged or abnormal conditions were identified. Based on the information provided, the condition in which the unit was received for analysis, and the investigation performed, the reported failure as ¿balloon ¿ balloon loss of pressure¿ was not confirmed as the balloon was able to maintain positive pressure to achieve the inflated state, on the functional evaluation executed. Additionally, no abnormal conditions were observed on the surface of the balloon that could be related to the reported event. Due to the condition of the returned device not matching the issue reported, it is not possible to draw any conclusion as to the reported event. The device returned functioned as expected. Handling process factors may have contributed to the failure as reported. This product analysis suggests that the failure experienced by the customer is not related to the mynx manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
This device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) burst during prep. Therefore, the product wasn¿t available, and manual compression was performed for twenty minutes and patient recovered. There was no reported patient injury. The device was prepped and used in accordance with the instructions for use (IFU). The mynx vcd was used in a transfemoral cerebral angiogram (tfca). There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. There was no damage to the packaging of the device. The device will be returned for evaluation.